Event description:
It was reported that during a procedure using the catheter amd025150152 amphirion deep percutaneous transluminal angioplasty balloon, a leak was identified in the proximal region of the balloon, which made it impossible to reach the nominal pressure of the device. The procedure involved treatment of soft tissue lesions in the distal left superficial femoral artery, popliteal artery, and fibular artery, with moderate tortuosity and no calcification. The device was prepped according to instructions for use. A non-medtronic inflation device was used. No resistance was encountered when advancing the device, and no excessive force was used. The procedure was completed using another amphirion deep pta balloon. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis:the customer returned a video clip. In the video a balloon is being inflated using an indeflator. There appears to be a leak on the proximal end of the balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.